Event description:
The manufacturer received information alleging a ventilator's lcd screen was flickering. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.